Event description:
Info was received that reported a pt was hospitalized in 2008 for an incident of hyperglycemia. The pt states his blood glucose was "up a little bit" on two days earlier, the reporter states that he had changed his site, set and insulin on the same day. The pt was brought to the hosp approximately on original date when his blood glucose rose to >500, upon admit to the hosp, his blood glucose was 753 mg/dl. He was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.